Event description:
A customer reported a suspect positive sterrad cyclesure biological indicator (bi) after a completed sterrad 100nx cycle. The load was released prior to the healthcare workers (hcws) finding out that the bi was positive. The processed load included two dopler cords and one cystoscope. The dopler cords were not successfully recalled and were used during a procedure. The surgeons were notified and they took the appropriate precaution. No harm or injury was reported due to this event. The customer stated the bi was put into the incubator at approximately 13:31 hours. At 18:00 hours, it was noticed that the lid to the incubator was left open. The customer believes a new technician opened the lid and left it open for approximately an hour and a half. The media was dried out with only a bit remaining which she could see if she tipped the bi to the side. The media was yellow. The bi was placed on top of the load during processing. The results of the previous and subsequent bis were negative.

Manufacturer narrative:
Correction: device manufacture date: 10/21/2010. Asp investigation summary: the investigation included a review of the device history, trending by product line and system lot number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review revealed no non-conformances found. The complaint history for the cyclesure bi, lot 281107 revealed there was no other similar complaints. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) assessment revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the issue is considered to be none/negligible risk. It was reported that the lid of the incubator was left open for an hour and a half, the incubation temperature was set to the required specifications. Also, a positive result is shown by signs of growth. If the lid was open, the temperature would have dropped to a cooler range and would not be able to support the growth of these thermophiles. Therefore, the thermometer and incubator at the customer site unlikely contributed to the positive bi result. Based on the information available, a conclusive root cause to the customer's issue cannot be determined. There were no problems found with the retain samples. The risk associated with the failure mode is low. There is no other similar complaint reported for this lot. Dried vial is not considered a failure mode for this issue because there was enough media to determine the color.

Manufacturer narrative:
Concomitant devices: doppler cords (2) - part and serial numbers unknown. Cystoscope - part and serial number unknown. (B)(4) - suspect positive bi.